Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins). It was reported that there was pain at the ins site. Pt shared yesterday (B)(6) that for the last 3 years, her ins device began to induce a lot of discomfort at the ins site. She couldn't really explain why or what prompted this unexpected outcome. As far as symptoms, pt shared that she primarily had pain and discomfort at the ins site, but no other symptoms were noted. Pt also shared that she stopped using the scs therapy a long time ago (she couldn't remember when), due to her chronic pain no longer being an issue. Pt met with hcp recently and they both agreed on getting the ins, leads and any extensions explanted. The surgery took place yesterday (B)(6) and it was marked as successful. The ins, leads and extensions were all discarded by the facility. The issue was resolved. The manufacturer representative (rep) indicated they would send any further information as they become aware.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.